Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted (B)(6) 2021.the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per rep (B)(6), in-office followup showed noise, loc and sudden increase in impedance. Data to be presented to physician for next steps. Lead currently remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.